Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had off no power alert. The customer¿s blood glucose level was unknown. The customer stated that they did not received a low battery prior to off no power. Customer stated that was not the second occurrence of off no power without a low battery warning. The customer was advised to insert a new battery per instruction functional unit and new battery resolved the issue. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.